Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's trial scs procedure, the patient's heart rate dropped into the 30s and he felt ill. Epinephrine was given to no avail. Thus, the physician removed the epidural needle and lead. It was also reported the patient improved after sitting up. The physician determined the event is not product-related.